Event description:
A dreamstation auto CPAP device was returned to a third-party service center for evaluation. No serious or permanent harm, injury, or medical intervention was reported. During evaluation of the device, the third-party service center performed a visual inspection and identified evidence of blower foam degradation within the blower assembly. Additional findings included dust contamination and a damaged power connector. The device remained functional. Device data were also reviewed and unrelated error codes were identified. These error codes were determined to be consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that the error codes contributed to or caused the reported event. Following completion of the evaluation, the device was scrapped by the service center. Based on the investigation findings of blower foam degradation within the device, this event is reportable under FDA 21 cfr part 803 as a product malfunction. No information was received indicating that the malfunction resulted in serious injury, permanent impairment, or the need for medical intervention.